Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/19/2025, it was reported by a sales representative via (B)(4) that (qty. 3) of an ar-13999mf fastpass scorpions did not close all the way. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-13999mf, batch number 15278885, was received for evaluation. Visual inspection: the device showed regular signs of wear and tear. Functional testing: the instrument's jaw is not closing. The cause of the reported failure is an internal manufacturing issue addressed in a non-conformance.